Manufacturer narrative:
(B)(4). Per the baxter homechoice operator's manual, users are instructed to connect any patient extension lines prior to prime. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the care giver (cg) power cycle the hc, and it proceeded to 'press go to start." The patient was connected at the time of the alarm. The patient line had been properly primed, however; the cg stated that the patient extension lines were attached after priming. The tsr advised the cg to start over with all new supplies and inform the patient's registered nurse about the alarm. The supplies had not been damaged by an outlet port clamp or assist device. Proper procedures were reviewed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.